Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high pacing impedance and elevated sensing integrity counter (sic). In addition, non-sustained noise was observed. A lead fracture was suspected. The rv lead was reprogrammed and is scheduled to be extracted. No patient complications have been reported as a result of this event.